Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI #: (B)(4).

Event description:
It was reported that the balloon on a model 120404f fogarty catheter failed to deflate during a procedure. Per follow-up with the customer, it was clarified that the issue was noted when blood was drawn back. A needle was used to deflate it. There was no patient injury. Patient demographics were requested and not provided. The customer noted that they began using a new batch of catheters from a different lot, which functioned properly.

Manufacturer narrative:
One fogarty arterial embolectomy catheter was received for evaluation. The reported event of balloon issue was confirmed. The proximal winding had partially unraveled and slipped distal on the catheter tip, exposing all 4 inflation lumen ports. The inflation lumen was occluded with blood. Thus, deflation issue could not be confirmed. Dried blood was visible at the inflation lumen port and in the catheter hub. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." The balloon was found to be ruptured between the windings. The distal windings were intact. A cut down was performed on the proximal windings to match the balloon latex. The latex edges appeared to match at the ruptured region. No visible damage was observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.